Event description:
Echelon flex 60 would not fire (x3).manufacturer response for echelon flex 60 stapler, (brand not provided) (per site reporter).======================took description of incident, issued rga#, and will send replacement product and a return kit.